Manufacturer narrative:
H10: additional narrative: customer stated the respiration rates displayed on pu-621/ra s/n: (B)(6) were incorrect. Customer stated that there are times when it is too low and times when it is too high. Customer determined the rates were in correct via visual inspection of the patient. Patients were connected to zm-540pa. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the discussion between nk cas kim bates and customer nurse director stefonia thompson indicated that the reported issue was due to lead placement. The above queries showed there was two incidents relating to electrode placement spanning two years. The queries also showed one incident related to bedside monitor failure, not related to the monitoring cns (pu-621ra). A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. Thus, it is concluded that the device functioned as intended. The root cause of the reported issue was due to lead placement. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) was giving inaccurate respiration readings, sometimes too low, other times too high.

Manufacturer narrative:
The customer was provided with documentation, showing the proper settings and lead placement for more accurate readings, to resolve the issue. This is considered to be a user error situation. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) was giving inaccurate respiration readings, sometimes too low, other times too high.